Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and and determined that the device failed the check off/oscillation/on switch mode function and the device would not oscillate. Therefore the reported condition was confirmed. It was noted that the device showed signs of immersion and had an unknown liquid inside, the electronic control unit was shorted internally. The device also showed signs of damage which is indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to user error. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary procedure, it was observed that the small battery drive device ran intermittently. It was also reported that a new blade was put in and sometimes it would work and sometimes it would not. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.